Event description:
A foreign patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced no audible alerts. Dexcom has issued an rga for patient to return the device to be investigated. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Further evaluation of the device was performed by opening the receiver case which found an activated moisture detection sticker. The reported event of an intermittent vibration was confirmed. The root cause was determined to be moisture damage. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states, "keep the receiver dry. Do not spill fluid on it or drop it into fluids."